Event description:
After using the first preclose device, the femoral artery was re-wired in order to use the second closure device. While deploying the second device, the distal part of the closure device broke off into the patient¿s left femoral artery. Vascular surgery was called to the lab and performed a cut down to retrieve the device.